Event description:
It was reported that, "radiographs: the x-rays show scorpio left knee replacement in good position. Questionable loosening of the implant. Pre-op: because of the known history with this implant, I suspect she has a loose tibial component. Post-op: loose tibial component, revised to a cemented stemmed component."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept in the hospital and was not returned to the manufacturer. The x-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.